Event description:
It was reported that this device record a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) explained that it was likely due to exposure to cold weather. Data analysis has not been completed; therefore, this device has not been cleared for implant. No patient involvement. Additional information received indicated that the device behaved in a manner consistent with exposure to low temperatures during storage. The voltage is correlated with temperature and fell when exposed to near freezing temperatures and increased with warmer temperatures. This device is okay for implant. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to the initial MDR in block b5. This will no longer qualify as a reportable complaint as it was confirmed that the device was exposed to low temperature thus, exhibiting fault code 1003. The device has been cleared for implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device record a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) explained that it was likely due to exposure to cold weather. Data analysis has not been completed; therefore, this device has not been cleared for implant. No patient involvement.